Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on lead. Reprogramming was done. The patient underwent a lead replacement procedure, and the explanted devices were kept by facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred 3 days ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch/lot: 7071894.